Event description:
Additional information received that the pipeline had not been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline failed to open in the proximal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left vertebral artery with a max diameter of 8 mm and a 4 mm neck diameter. The landing zone was 2.0 mm distally and 2.6 mm proximally. It was noted the patient's vessel tortuosity was normal. It is unknown if dual antiplatelet treatment was administered. It was reported that deployment was initiated distal to the va and was fine except for the tip. Continued to stay in place. Re-sheathed twice by adjusting the position, but tip deployment was not achieved. The tip was not deployed and less than 50% was deployed. It was decided that the tip would be treated with pta and deployment was continued. However, the lack of tip deployment caused the tip position to shift, making proper placement difficult. It was collected because the tip did not deploy despite three attempts to re-sheath and change the deployment position, and the implantation position was not fixed. It was reported there was a deployment failure on the proximal side of the stent. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed three or more times. There was no operation performed such as using another device to deploy the stent. The stent was removed from the patient's body by resheathing and retrieving with the microcatheter. The pipeline was not used for an indication that is off label. The pipeline was prepared as indicated in the package insert. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom 27 160 cm microcatheter .

Manufacturer narrative:
Unknown healthcare professional information unavailable due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.